Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had an error e238 appear on screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update to d8, d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is presumed that water/moisture invaded the device and image sensor unit / printed circuit board inside connector had abnormality by the water, causing the suggested event. However, the root cause of the reported event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: bf-p190 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image olympus will continue to monitor the field performance of this device.